Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturer representative that he wished he had more right leg coverage. The consumer was seen at the doctor's office due to having an odd symbol come up on his programmer. It was determined the consumer's implantable neurostimulator (ins) was at eri (elective replacement indicator). The consumer was still able to use the ins, able to recharge, and the doctor order a battery replacement. Impedance check indicated all impedances were >3600, which was relayed to the doctor. Due to the consumer receiving adequate coverage, the doctor more than likely not going to change the leads and only replace the battery. Additional information received from the representative reported no x-rays were done and because all electrodes were >3600, did not attempt to reprogram the device. Indication for use included complex regional pain syndrome type 1.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID: 399930, lot# v033957, implanted: (B)(6) 2007, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Additional information was received from the manufacturer representative. It was reported that a battery replacement occurred on (B)(6) 2016. The patient's impedance values were still out of range and >10,000 ohms. The doctor exchanged the extension on the 2x4 paddle lead and impedance was still out of range. The leads impedance was tested with a multi-lead trialing cable. The percutaneous lead was in range and the 2x4 hinged paddle lead was out of range. The doctor plugged in a new extension and impedance was out of range for electrodes 8-15, but was in range for electrodes 0-7 which was the percutaneous lead. The doctor discovered that the old extension had been severed. The old ins and the pieces of the extension were to be returned.

Manufacturer narrative:
Analysis of the ins (serial/lot # (B)(4)) found that the ins battery reached normal end of life eri; no significant anomaly. Analysis of the extension (serial/lot # (B)(4)) found that the body was cut through; no significant anomaly.

Manufacturer narrative:
Analysis results of the implantable neurostimulator (ins) [s/n: (B)(4)] and extension [s/n: (B)(4)] were not available at the time of this report. A follow-up report will be sent when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.